Event description:
It was reported this balloon ruptured during dilatation of a stent in the iliac artery. Resistance was encountered upon removal of this balloon catheter through the introducer sheath, as the balloon material disappeared to bunch up at the end of the sheath. An attempt to remove the balloon catheter with a gooseneck snare via a left groin access was unsuccessful. An attempt to increase the introducer sheath size to facilitate balloon catheter removal was also unsuccessful. The pt was transferred to surgery where a cutdown procedure was also successfully performed at that time. A venotomy was then successfully performed to repair the cutdown site. Follow-up venography confirmed optimal results. The pt's condition is good and was discharged the following day. This device is not available for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material and follow up indicated this balloon appeared to rupture on a barb of the stent. This balloon was also being used to dilate a stent in the vasculature, which is a non-indicated use of this device. The co believes the above factors may have contributed to this event. However, the co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel... Ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... Only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system."